Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). Subsequently, the lead was capped and replaced with a non-boston scientific product. Outside of the revision, no adverse patient effects were reported.